Event description:
Event description guidant received information that the lead had dislodged. An invasive procedure was performed to reposition the lead, but it would not stay in place. After repeated placement attempts, the stylet started to stick within the lead making further repositioning difficult.